Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058223r, implanted: (B)(6) 2001, product type: catheter. Product ID 8709, lot# j0058223r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
The healthcare provider (hcp) reported a seroma around the pump pocket area that had been ongoing since the last pump replacement. The patient often had fluid buildup around the pump. According to the patient's mom it was a common occurrence and they always have to drain the pump. The day of the report they drained 12'cc's. The patient had no additional headaches, therapy or pump issues per the hcp. A company representative later reported as per the patient's mother they had been aspirating fluid from around the pocket since 2007. The pump currently administered gablofen with concentration 2000 mcg/ml. The indications for use regarding the pump were intractable spasticity and cerebral palsy. The pump was replaced on (B)(6) 2015 due to end of life (eol). During the pump replacement when they accessed the pocket on (B)(6) 2015, it was determined that the catheter was severed when the suture was tied on the connector. It was being considered that perhaps this was because it was "tied too tight or something". When the company representative spoke to the patient's mother, she indicated that they had been aspirating fluid from around the pocket since 2007 which was thought to be a seroma, but now that they observed the catheter being severed it was determined that it was drug that was being aspirated from the pocket. After pump replacement the pump dose was decreased from 651.1 mcg/day to 96 mcg/day and the patient was to be admitted for observation. No further symptoms were reported. Regarding the current issue of the severed catheter identified on (B)(6) 2015, the event was noted as having been related to gablofen with concentration 2000 mcg/ml which was currently being administered via the pump. Additional information requested included clarification of the steps taken to resolve the catheter issue and event resolution.